Event description:
It was reported that the patient's stimulation was adjusted a few weeks prior to the report and that one of the programs was 'out of wack.' The patient clarified that the 'pulsation' starts and stops. No further complications were reported. Follow-up was conducted with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they did not determine the cause of the 'pulsation' starting and stopping. The patient's programs were 'reinstalled' and the parameters were reset to resolve this issue. No further complications were reported.